Manufacturer narrative:
An outside of the united states (ous) customer contacted a siemens customer care center (ccc). Quality controls (qc) recovered in range at the time of the event. Calibration and sample kinetics did not show any issues. A past history query was performed for n latex flc lambda lot 473287, and no indication for a general performance issue with the affected reagent lot was found. The probable cause of the erroneous flc lambda patient sample results could not be identified. No general performance issue for the flc lambda method was identified. The reagent is performing according to specifications. No further evaluation of this device is required. Two additional mdrs will be filed for the results obtained on 23-apr-2024 and 30-apr-2024. The n latex flc lambda reagent is marketed in the united states under material number 10873630. The 510(k) number documented in section g4 is for this product.

Event description:
The customer contacted siemens and reported that an erroneous, falsely low free light chains, type lambda (flc lambda) result was obtained on a patient sample on a bn ii system using n latex flc lambda reagent. Four days later, another sample from the same patient came into the laboratory and was run for flc lambda, again recovering falsely low. Seven days later, the customer repeated the original sample from this patient for flc lambda using 4 different sample dilutions, and the results recovered falsely low. None of the results were considered correct or reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely low flc lambda results.